Manufacturer narrative:
The patient's ethnicity/race was reported as caucasian by the healthcare professional. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a 62-year-old female patient received delivery of a comfort 3d sleep device on (B)(6) 2026. On (B)(6) 2026, the patient reported that on (B)(6) 2026 they experienced the following symptoms: chemical smell and taste, soft tissue irritation located in the gingiva, erythema, inflammation, burning sensation, tingling and numbness. Per the report symptoms began approximately one hour after wearing the appliance. The patient attempted using it multiple times, cleaning it in between each use. Per the report the patient discontinued use of the device on (B)(6) 2026. It was reported that burning, irritation and inflammation subsided the next day after appliance was removed and no additional medical or surgical procedures were required. The appliance will be replaced with a clear splint to see how the patient reacts to a different material. The healthcare professional reported that cleaning and storage instructions were followed. The reporter's office location is in (B)(6).